Event description:
The customer called to report that she got four no delivery alarms during the night. The customer's blood glucose was greater than 600 mg/dl at the time of the call. The customer also stated that she was hospitalized due to diabetic ketoacidosis last month, with blood glucose levels greater than 600 mg/dl. Troubleshooting was performed, and the drive support cap appeared normal. The insulin pump did not pass the prime test. The customer stated that the unit began rewinding on its own. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Visual inspection revealed cracks on the case, lcd window corner, reservoir but and battery tube threads, as well as a scratched lcd window.